Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. Leakage currents from the unit were found to be well within the electrical standard specifications. Additionally, the grounding wiring harness was intact and secure. No problem with the generator was found that would have caused or contributed to the reported event (i.e., the patient jumping upon activation.). The evaluation included an electrical safety check, a function check of each of the equipment's features, and a power output check. All of the esu's features were/are functioning properly. However, unrelated to the reported incident, the output from one of the modes (i.e., spray coag) was slightly out-of-specification (note: this mode was not used at the time of the patient incident.). Therefore, an alignment (i.e. Calibration) was performed on the unit and now all of the generator's outputs are within specification. In addition, no anomalies were found in the device history record (DHR) of the involved device. It appears that the patient may have experienced neuromuscular stimulation (nms). Incidents of nms are well documented in electrosurgery. Inadvertent stimulation of a patient's muscles and nerves are caused by low frequency currents originating either in low frequency current sources or in electric arcs between the active electrode and a patient's tissue. Low frequency current may be a result of a demodulated high frequency current from the generator. This may be caused by loose connections between the unit, adapters and/or cables; active cables (i.e., monopolar cords) with unseen broken wires under cord insulation; insulation failure between an active electrode and a metal cannula in laparoscopy, etc. Also, stimulation has been seen when working near nerve bundles, etc. In conclusion, the user will be instructed to ensure that all involved cables, instruments, etc. Are intact and functioning as intended. Additionally, the account will be advised to make sure that all connections are secure prior to the equipment being used as well as use the lowest possible setting to achieve the desired tissue effect. The involved medical personnel are being made aware of all of the findings. To further address the issue, additional in-service work with the involved staff is planned for 09/25/15. Erbe (B)(4). Is now closing the file on this event.

Event description:
The account reported that the electrosurgical unit (esu/generator) was involved in a patient incident. A colonoscopy was being performed to remove a polyp. Upon activation, the patient jumped/jerked. A perforation occurred and surgery was required to address the patient issue.